Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed possible intermittent undersensing during recorded atrial arrhythmia episodes. It was further reported that the right ventricular (rv) lead showed one undersensed ventricular event. The ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.